Event description:
Apple excisor for leep procedure had electrical short causing wire of excisor to break and spark causing a small burn to the patient located on anterior vagina. Md was using a 40/40 blend of energy. Energy source was sent to clinical technology for preventive maintenance with no malfunction found.